Event description:
It was reported that the iv3000 dressing does not stick to the skin. Procedure was finished with same product with no delay. No patient harm reported.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been received for evaluation. No further details were provided, we have not been able to establish a relationship between the device and the event reported or determine a root cause at this time. Possible root causes could include a manufacturing or application error. The IFU offers further guidance on the safe operation and use. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.